Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: lap chole - "the surgeon entered the clip thru the trocar then loaded the clip. Once he fired the clip onto the cystic duct the jaw with an ethicon clip applier to clip the cystic duct on both sides then cut to release the epix clip applier. Patient injury was avoided but surgeon mentioned he would not use clip applier again. This will result in a failed clip applier evaluation worth (B)(6)."